Event description:
Reportedly, the user suddenly lost all sound perception with the device in (B)(6) 2021. Re-implantation has been performed on (B)(6) 2021. Despite requested, the device was not received for investigation yet.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the implantation the user was hearing well with the device. Reportedly, the user suddenly lost all sound perception with the device on in (B)(6) 2021. Re-implantation has been performed.